Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A partial portion of the distal lead was returned in one piece. Electrical, visual, and x-ray inspection was normal with no anomalies. S-curve height was unable to be measured due to procedural damage.

Manufacturer narrative:
Correction; d9 ¿returned to manufacturer¿ was not checked.